Event description:
This report addresses the issue of a use error- breach in aseptic technique. A customer contacted global technical service (gts) regarding a check supply line alarm that occurred on the home choice (hc) during use. The patient was connected while refilling the heater bag, during fill 5 of 5. The baxter technical service representative (tsr) explained to the home patient (hp) what the alarm meant and the hp understood. The hp stated that they were using only two bags. The tsr advised the hp to attach a bag to the blue clamp line. The hp attempted to attach the bag, but disconnected the heater bag in error. The tsr advised the hp to end the therapy on the hc now. The tsr assisted the hp to end therapy on the hc. The tsr advised the hp to continue with therapy using manual supplies to do manual therapy that night. The hp understood. The hp would continue with therapy using manual supplies/ twin bag for the night. The call was complete. The hc was operational. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Evaluation summary: this condition of a use error - breach in aseptic technique was confirmed, because it was reported that there was a breach in aseptic technique. However, the assignable cause code could not be determined. Additional information: a labeling review found the patient at home guide to be adequate for use/user error related to this incident.